Event description:
According to the reporter during dialysis, blood was found oozing from the red end of the luer connector. There was a leak, and a crack was observed at the red luer adapter. There was nothing unusual observe on the device prior to use. There was no cleaning agent used on the device. There were no other defects/damages found on the product where the leak was observed. There were no other products being utilized with the device. There was no excessive force use on the device. There was no intervention required as a result of the event. The red luer adapter was replaced as a remedial action done. The treatment proceeded and was completed after the remedial action was done. There was no blood loss and blood transfusion was not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis, blood was found oozing from the red end of the luer connector. There was a leak, and a crack was observed at the red luer adapter. There was no cleaning agent used on the device. There was no reported patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the luer adapter to be cracked, leaking, or broken. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur by overtightening the adapter. Overtightening the luer adapter can cause excess stress on it which can lead to cracks/breaks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during dialysis, blood was found oozing from the red end of the luer connector. There was a leak and a crack was observed at the red luer adapter. There was nothing unusual observe on the device prior to use. Flushing was done prior to use with normal results. There was no cleaning agent used on the device. There were no other defects/damages found on the product where the leak was observed. There were no other products being utilized with the device. There was no excessive force use on the device. There was no intervention required as a result of the event. The red luer adapter was replaced as a remedial action done. The treatment proceeded and was completed after the remedial action was done. There was no blood loss and blood transfusion was not required due to the event. There was no reported patient injury.